Event description:
An IV bag of normal saline 1000 ml was being infused when the nurse noticed a foreign item within the bag. It appears that a metal staple was sealed in the pvc plastic and protruded inside the bag. The bag was promptly removed and the patient had no apparent reaction to the contamination. We recalled all IV bags of this lot number as a precaution. Dose or amount: 1000 ml. Dates of use: 2009. Diagnosis or reason for use: IV fluid.